Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material occurred outside of surgical procedure. There any report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have the conductor wire cap broken. Broken pieces measures approximately 0.005" x 0.014" and 0.001" x 0.015". The broken pieces were not returned. Additional findings not reported by site: the distal clevis was found to have mechanical indentations and were found on one of the clevis ears. There was no material missing.

Event description:
It was reported that during central processing inspection, the plastic guarding the tip of a permanent cautery spatula (pcs) instrument was starting to break down. The procedure was completed with the same instrument. There was no report of patient harm due to this event.